Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on light guide rod lens (1x). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found: light guide rod lens (1x) --- foreign material. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.